Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, which led to an inappropriate shock and pacing inhibition of greater than two seconds, and increased impedance measurements which were not out of range. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.